Event description:
A pt was found on the floor beside the bed. The pt had gotten out of bed to go to the bathroom. The bed alarm was on, but did not alarm when the pt got out of the bed. When the nurse attempted to reset the bed alarm, it would not alarm. The bed was changed and it still would not alarm.